Manufacturer narrative:
E1. Updated initial reporter first name.

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 5.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 12 atmospheres below. The device was removed without any problem and the procedure was completed with a different device. No complications reported and the patient is in good condition after the procedure.

Event description:
It was reported that a balloon rupture occurred. The (B)(4)% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 5.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 12 atmospheres below. The device was removed without any problem and the procedure was completed with a different device. No complications reported and the patient is in good condition after the procedure.